Manufacturer narrative:
(B)(4). Medical product: tibial component, catalog #: 00584200602, lot #: 61149441; articular surface, catalog #: 00584202611, lot #: 61139154. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee procedure. Subsequently, the patient was revised due to cracked femoral component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A unicompartmental femoral component was returned for review. Visual inspection confirms that the device is fractured into two pieces and also exhibits nicks, gouges and scratches along the surface. Sem analysis identified that the remaining cement on the implant does not show much interdigitation had occurred, suggesting the implant might not have been well fixed on the bone surfaces. The fracture surface suggests a possible fatigue fracture. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.